Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl, leading to a diabetic coma and intervention from paramedics, who administered intravenous fluids of saline to the customer. No other treatment method was reported and cause of low bg was unknown. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.